Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope exhibited distorted images, with dots and lines appearing, a fuzzy image, intermittent loss of image followed by image recovery, and no image or black screen occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the distorted images, dots and lines, fuzzy image, intermittent loss of image followed by image recovery and no image/black screen was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.